Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was moved. The patient was doing well postoperatively.

Event description:
A report was received that the patient had pain at the pocket site that radiates up to the leads and causes aching sensation throughout lower back when device was on. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had pain at the pocket site that radiates up to the leads and causes aching sensation throughout lower back when device was on. The patient will undergo a pocket revision procedure.